Manufacturer narrative:
Gas loss alarm occurred. Esp personnel reviewed the alarm information with them in detail. They had used the ¿iab fill¿ and ¿start¿ keys but had not utilized the ¿help¿ key.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.